Manufacturer narrative:
Received one device. Visual inspection found downstream occlusion sensor (dso) seal detached. Replaced dso seal. The customer concern was confirmed through latch lock test. The cause of the reported issue was disconnected latch lock sensor. The reported issue was resolved by reconnecting the latch lock sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a detached downstream occlusion seal. There was no patient involvement.